Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that the patient expired. Patient was in hospice care for acute chronic diastolic heart failure and shortness of breath. There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available at this time. The device is included in the fsca advisory for premature battery depletion.